Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. Inspection of the cassette compartment found dried fluid, however there were no particulates, burrs, or sharp edges that could have punctured the cassette membrane. An as- received simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and a patient pressure sensor calibration check. A dc (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 0. This shows that the received cycler will properly alarm if a drain problem occurs. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover next to the recess underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered after the patient reported that the cycler was not draining him completely empty. A review of the patient¿s treatment records identified that the patient drained 2435 ml during drain 5 of the treatment. The patient indicated that he drained an additional 1600 ml with a manual drain. The total drain volume of 4035 ml is 202% of the patient's largest fill volume of 2002 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. No adverse events, serious injuries, nor medical intervention was reported during the initial call. Multiple attempts were made to acquire additional information, however, a response was not received.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered after the patient reported that the cycler was not draining him completely empty. A review of the patient¿s treatment records identified that the patient drained 2435 ml during drain 5 of the treatment. The patient indicated that he drained an additional 1600 ml with a manual drain. The total drain volume of 4035 ml is 202% of the patient's largest fill volume of 2002 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. No adverse events, serious injuries, nor medical intervention was reported during the initial call. Multiple attempts were made to acquire additional information, however, a response was not received.

Manufacturer narrative:
Corrected information: h1 (transcription error).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered after the patient reported that the cycler was not draining him completely empty. A review of the patient¿s treatment records identified that the patient drained 2435 ml during drain 5 of the treatment. The patient indicated that he drained an additional 1600 ml with a manual drain. The total drain volume of 4035 ml is 202% of the patient's largest fill volume of 2002 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. No adverse events, serious injuries, nor medical intervention was reported during the initial call. Multiple attempts were made to acquire additional information, however, a response was not received.